Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had vtbi discrepancy was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the while customer rounding in the nicu, nurses reported frustration over the lack of consistency with vtbi reads on the syringe module. Nurses reported the pump was reading approximately 0.2 mls off, and when the same syringe was loading into a different syringe module, the vtbi was reading correctly. She did not have the product on hand at the time of the visit but says this frequently happens. Rn was notified to sequester the devices and send to biomed for evaluation and potential recalibration. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the while customer rounding in the nicu, nurses reported frustration over the lack of consistency with vtbi reads on the syringe module. Nurses reported the pump was reading approximately 0.2 mls off, and when the same syringe was loading into a different syringe module, the vtbi was reading correctly. She did not have the product on hand at the time of the visit but says this frequently happens. Rn was notified to sequester the devices and send to biomed for evaluation and potential recalibration. There was patient involvement, however outcome is unknown.